Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 9 controller fault alarms of type sys_uic_power_mismatch. This is indicative of a voltage differential between the measured power source voltage and measured switch voltage. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported controller fault alarms were confirmed through log file analysis but could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a voltage differential between the measured power source voltage and measured switch voltage. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that there were fault alarms seen in the logs of the patient's controller. The device was replaced with no reported patient consequences. No further information was provided.